Event description:
It was reported that a during a laparoscopic cholecystectomy, after a clip was fired, the next clip would fall out of the device instead of sitting in the jaw. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.